Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number 3005168196-2017-01766. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed four smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil out of its introducer sheath and into the hub of the microcatheter; therefore, the smart coil was removed. Upon inspection, it appeared as if the smart coil had been placed in its introducer sheath backwards, despite the physician never unsheathing the smart coil. The physician then attempted to place a new smart coil, however the physician felt resistance advancing and the microcatheter kicked back; therefore, the physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.